Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited failure to capture. Health care physician also stated that the patient had a syncopal episode but confirmed to be not related to the device. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited failure to capture. Health care physician also stated that the patient had a syncopal episode but confirmed to be not related to the device. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that this system exhibited intermittent loss of capture because the output was set close to threshold. Patient has been checked again and device demonstrated capture without loss of capture at the same output.